Event description:
It was reported that the patient presented with episodes of non-sustained oversensing due to myopotential oversensing. Recommended programming changes were made. The patients was fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.